Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, the relevant tests cannot be carried out, and the usage condition of the sample during the indwelling period is unclear, so the root cause of the break of the extension tubing cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to our hospital on (B)(6) 2026, due to stage 5 chronic kidney disease. During hospitalization, the indwelling needle remained securely in place and unobstructed. It was replaced regularly according to schedule, and intravenous infusions were administered per medical orders. On (B)(6) 2026, the nurse replaced the indwelling needle with a new one. Throughout this period, the indwelling needle functioned properly. During the 8:00 pm nursing round on (B)(6) 2026, the nurse discovered the white tubing of the indwelling catheter had completely ruptured at the connection point with the yellow connector, presenting a clean, flush fracture. The incident was immediately reported to the head nurse. The indwelling catheter was removed, and a new indwelling catheter was inserted via re-puncture.